Manufacturer narrative:
(B)(4) the reported event of the needle being occluded. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a colonoscopy procedure. According to the complainant, during set up for the procedure, ink was being inserted into the interject injection therapy needle device. However, the ink would not advance through to the end of the needle. Instead, the ink squirted out from the back of the needle. The needle was never use within the patient, and was removed from service. A second interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.